Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 5 fr dual lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. The ink on the bifurcation was observed to be worn and faded. Both lumens of the returned catheter were flushed and pressurized with a 12 ml syringe of water, and a weeping leak was observed emanating from just within the luer hub of the purple lumen. A microscopic observation revealed damage on the extension leg tubing of the purple lumen, just within the distal end of the luer hub. The material at the location of this damage in the purple lumen was observed to be split or torn with what appeared to be pilling of the material near the split. The tubing material was also observed to be attached to the interior of the luer hub just proximal to the observed damage. While the exact cause of the damage observed in the extension leg tubing of the purple lumen is unknown, possible causes include abrasive damage due to excess rubbing of the material against another surface, fatigue failure, and over-stretch. A lot history review (lhr) of recq1119 showed no other similar product complaint(s) from this lot number.

Event description:
During sample evaluation, a leak was found at the extension tubing of the purple lumen just distal to the hub.